Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, it was noted that the right ventricular lead was difficult to position. After numerous positioning attempts, the helix did not extend. The lead was not used and replaced. The patient was recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.